Event description:
Reporter alleged obtaining discrepant blood glucose results of 182mg/dl on the advantage system while a lab obtained within 10 mins returned 53mg/dl. No hyperglycemic or hypoglycemic symptoms were reportedly experienced. Pt was treated with d5w based on lab value, no other treatment or action reportedly taken. A request was made for the return of the suspect device and replacement product was sent.